Event description:
It was reported that the pump touch screen was unresponsive. The customer¿s blood glucose (bg) level was displayed as "high"; although a specific value was not provided. A manual injection was administered to address the bg level. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.